Event description:
The lead was capped.

Manufacturer narrative:
Analysis found that the insulation was abraded and the metal wires of the sensing coil/cable were exposed in the same area. The damage was caused by friction to the ICD can. The reported oversensing could occur when the exposed metal of the sensing coil/cable comes into contact with the ICD can.

Manufacturer narrative:
Na

Event description:
It was reported that egms revealed noise on the rv channel. The physician suspected a lead fracture. The device was left as programmed until after the patient gives birth. She is 8 months pregnant and the physician preferred inappropriate therapy to no therapy. There were no consequences to the patient, and the patient's condition was good before and after the event.